Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect, low power hazard, and no external power alarms was confirmed via log file analysis. A review of the log file contained data spanning approximately 10 days (29aug2023 ¿ 07sep2023 per timestamp). Starting 06sep2023 at 7:45:38, while connected to the mobile power unit (mpu), low power hazard and power cable disconnect alarms activated due to a loss of ac power. At 7:45:41, the alarms transitioned into no external power alarms. The alarms resolved at 7:45:55 once ac power was restored. Pump operation was not affected. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple power cable disconnect alarms while connected to the mobile power unit (mpu). The alarms resolved when the patient switched to battery power. The event log displayed power cable disconnect, low power hazzard, and no external power alarms on (B)(6) 2023 at 7:45 am while tethered to the mpu. These alarms appeared to be caused by power to the mpu being briefly interrupted.